Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 399.42, lot t970222: release to warehouse date: september 15, 2011. Manufactured by synthes tuttlingen. No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. H3, h6: a product investigation was completed: the hammer 500 grams was received with the handle of the hammer was observed to broken off and separated from the shaft. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was not performed as there is no dimension relevant to the broken complaint condition. The relevant drawings were reviewed (both current and manufactured). The complaint condition is confirmed as the hammer 500 grams was received with broken handle. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the hammers were cracked and broken. It was discovered during routine inspection of the trays. There was no patient involvement. This report is for one (1) hammer 500 grams. This is report 1 of 2 for (B)(4).